Event description:
It was reported to philips that fluoroscopy did not work. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy does not work. Review of the system log file showed that the ui devices errors and control module (geo-imaging) at table reported software error. Upon further inspection, fse found that the movements of the equipment were blocked when it started. Later, fse replaced the control module standard ER. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.